Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-78-user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of nausea. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer feels nauseated. Customer advised that the nausea she was feeling was related to her diabetes customer's overall health is poor. Customer states that she does not have many strips left.